Event description:
The customer reported that the system's x-ray was disabled and the cine set up was not working. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was updated. The system was tested and found to be working as intended and put back into service.